Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a conclusive cause for the reported air prep leak. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during device preparation and prior to use the 3.0 x 15 mm nc trek balloon dilatation catheter (bdc) when negative was pulled, air bubbles were seen in the inflation device. There was no patient involvement. The device was not used. The same inflation device was used with a same size nc trek bdc to complete the procedure without reported issue. There was no clinically significant delay in the procedure. No additional information was provided.